Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. Insulin flow blocked alarm functioned properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarms noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. No rewind anomaly or audio anomaly noted during test. The insulin pump tested fine. The insulin pump was received with scratched case, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, peeling serial number label and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin experienced a no delivery, but did not receive a no delivery alarm. As a result, customer was hospitalized with blood glucose of 30.9 mmol/l and had ketones. Troubleshooting was performed and insulin pump failed high pressure test the first time and the second time only a no delivery alert was received on pump but did not alarm or vibrate. Insulin pump would need to be replaced.